Event description:
Consumer alleges she was sitting on the heating pad when it started to emit smoke and caught on fire. No injuries or properly damages were reported with the incident.

Manufacturer narrative:
Consumer admits to sitting on the heating pad which is abuse / misuse of the product and a direct violation of the instructions and warnings provided. The pad has been requested from the consumer to determine if the incident arose from abuse/misuse of the pad (i.e. Bunching/folding crushing). A prepaid label was sent to the consumer for return of the product. The consumer has not returned the product.